Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
A box of cement was delivered to materials management and one of the vials of monomer was broken.